Event description:
It was reported that on (B)(6) 2020 renasys touch was placed. On (B)(6) 2020 the pump was turned off and unplugged. The nurse plug the pump back in and the pump restarted. When the pump is disconnected from the charger, while indicating it has a full battery, the pump shuts off automatically and does not place a time stamp in the pump log history. It only indicates the pump was restarted with a new time stamp in the pump log. It is unknown if was a s&n back up device and if the procedure finished with same device.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.